Manufacturer narrative:
Device was used for treatment, not diagnosis. There is no report of a product malfunction; however, this device cannot be disassociated from the reported adverse event. Should further information become available this determination will be reviewed accordingly. This report is for five, unknown screws. Part and lot numbers were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had rotational osteotomy and two months after surgery presented with pain. The patient was seen in the doctor's office on (B)(6) 2015, and x-rays were taken and showed the plate had a crack at a screw hole, which was the first screw proximal to the osteotomy side. (B)(6) 2015, the broken plate was revised to a broad locking plate. There were a total of six screws removed intact; the screw, intersecting the combi-hole that broke, was a locking screw. Part numbers are not available for the screws. Surgeon indicated he used the screw holes again on both sides because there was no failure at the screw holes. A picture was taken of the broken plate; the plate is in the possession of the parents of the patient. Patient has same plates and screws on both tibias and femurs. This is the first time the surgeon had an issue with this plate. Regarding technique the surgeon inserts the screw, takes it out to do the cut, and then reapplies the screw at the same hole. There was no surgical delay or additional intervention during revision surgery. This report is for five, unknown screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hrs and hwc. (B)(6). Product investigation summary: the following device(s) were received: 4.5mm lcp narrow straight plate (part 224.561 / lot 6822661), 4.5mm cortex screw (part 214.838 / lot unknown), 4.5mm cortex screw (part 214.832 / lot unknown), 5mm locking screw (part 212.215 / lot unknown), 5mm locking screw (part 212.211 / lot unknown) - quantity 2, 5mm locking screw (part 212.209 / lot unknown). The implants were returned with signs of being implanted. The plate is broken into two pieces through the fourth hole. There are also scratches and marks on the plate. The screws are relatively undamaged. The threads are in good condition and the stardrive recess shows minor damage consistent with insertion and removal. Although the exact cause in unknown, the broken plate is likely due to excessive strain by the patient. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).